Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The product was not returned for evaluation, the device remains implanted. Additional information has been requested. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a patient to have keratic precipitate. Additional information has been requested.